Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guidewire stuck in a diagnostic catheter occurred. Vascular access was obtained via left inguinal approach. A 65/038 bx5 imager ll angiographic catheter was selected for use. During splenic embolization procedure, cannulation was performed in a mildly tortuous and mildly calcified splenic artery using 5fr sheath and imager ii angiographic catheter. Although this was a treatment strategy on the lesion using a non- bsc micro catheter. The non-bsc guidewire got stuck in the imager ii angiographic catheter and was unable to advance. When it was checked, it was found out that the imager ii angiographic catheter was kinked. The procedure was completed with a different device. No patient complications were reported.